Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The pump was programmed with a test guardian link gl3 transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿pairing successful¿. The pump was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted. In addition to this, no unexpected or frequent calibration requests were noted. Thump software was utilized and uploaded trace/history files properly. Attempt to upload the patient¿s data using carelink was also successful. The adapt tool confirms the following alerts/alarms around the event date: 7=no delivery--multiple occurrences on 07/26/24 and on 07/27/24. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of unexpected calibration requests was not confirmed during testing. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced conflicting data in carelink although no data has been accidentally changed incorrectly. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, they also report unexpected calibration requests and elevated glucose values. Reported issue resolved, no escalation required. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested and the device was returned.